Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The angulation in the up direction was out of standards due to a worn angle-wire. There was liquid leakage due to damage of the channel tube. Switch two was not functioning due to corrosion. There was noise in the screen due to damage of charge-coupled device unit. There was corrosion due to leakage of the scope-connector. The electronic position of the ultrasonic connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the evis lucera ultrasonic bronchofibervideoscope had a channel leak. The issue was found during maintenance. No patient harm reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeled off due to deterioration. This report is to capture the reportable malfunction of the coating on the connecting tube was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the handling of the device. The instructions for use (IFU) states the following regarding inspection of the device: "3.3 inspection of the endoscope 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.